Manufacturer narrative:
Date sent to FDA: 09/25/2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. No additional information was provided.